Manufacturer narrative:
The latch on was caused by a failed capacitor. Review of the complaint database determined this was a random component failure.

Event description:
The initial report stated that the unit freezes up when being used. During the servicing of the unit it was discovered that the generator self activated.